Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that frayed cable sections were sticking out at the distal idler pulley. The grip cable was also observed to be derailed. The grips were able to open and close, but their movement and functionality could not be precise. Evidence not conclusive, but cable derailment was likely due to cable losing contact with the pulley during wrist articulation. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a davinci si surgical procedure, frayed cables were identified during set up on the mega suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.